Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringes 1ml the label was missing information. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot & no expiry date

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; no samples were returned therefore the investigation was performed based on the photo provided. The customer returned an image for 30gx8mm syringe shelf carton from lot 2090146. The customer reported that no vendor lot and no expiry date. The photo was observed, and the lot number, manufacturing date and expiration date is missing from the shelf carton. A review of the device history record was completed for batch# 2090146. All inspections were performed per the applicable operations qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of label information missing. Root cause: the full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. If an incorrect quantity is detected or the carton is not closed correctly, the full carton automatically conveys to a rework station. Upon completion of the rework, the full carton is manually introduced by the associate back into production prior to the scale. After the scale is the coding process on the carton. A camera is installed for coding verification on the carton directly after the coding printing process. If the carton is not placed onto the transfer belt in the correct layout it will print on the incorrect side. The camera only detects the correct and/or missing coding and not location. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringes 1ml the label was missing information. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot & no expiry date